Event description:
It was reported that there is a rattle over the knobs on the title volume. No patient involvement.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in with no apparent physical damages but the battery string was loose. The root cause of the reported issue was found to be user error and the battery string should be pulled out all the way and held taut before installation of the battery. The manufacturing DHR is not relevant to the investigation as the problem source is user interface.